Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set fell off during use, which caused the patient blood glucose levels was elevated to high, therefore patient had received correction bolus via pump. The patient replaced infusion set and resumed insulin successfully. No further information available.